Event description:
It was reported that during the direct stent procedure the zeta stent delivery system (sds) was delivered to the lesion; however, the stent dislodged from the balloon and was misaligned approximately 5 mm from the edge of the lesion. The sds balloon was dilatated at 3 atm to secure the stent edge. The sds balloon was put back to the proper position to dilate at 2 atm before the device was removed from the body. Then another company's balloon catheter was used for post dilatation of the stent. Reportedly, there were no pt effects.